Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) checked the unit and found that the unit is working on ac mains & battery but "low battery alarm" is coming. The battery icon is blinking and charging indicator is under the off state on the front panel. The fse has noted the operating hours as 1175 hours since the unit needs replacement of consumable parts and power supply charger pcb (0014-00-0033-05) as soon as possible. The required consumable parts are a sealed lead acid battery (0146-00-00339), safety disk (997-00-0985-01). As the above parts are consumables & ware and tear parts therefore only the customer has to purchase these parts as soon as possible so, that we can replace them along with "power supply charger pcb". The unit is handed over to the customer in the same condition. If any additional information is received regarding the repair of the unit, a supplemental report will be submitted.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit shows charging indicator is off. There was no patient involvement

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). Due to character restrictions in block e1 site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of safety disk and battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number- 2249723-2024-03556 in your database.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Upon further review it was determined that the reported event involved only routine maintenance/scheduled replacement of safety disk and battery. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number- 2249723-2024-03556 in your database.